Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 7.0 x 20 40cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was stable.